Event description:
Per the clinic, the patient experienced pain resulting in device non-use. The device was explanted (B)(6), 2010. Reimplantation is planned but has not occurred as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).